Event description:
Medtronic received a report that the patient had an aneurysm at the communicating segment of the right internal carotid artery. Implantation of ped-500-35 was planned. After preparing the catheter and stent according to the standard operating procedure, stent delivery was initiated. After the stent was delivered to the cavernous segment, resistance was felt to increase significantly and further delivery was difficult. After reducing the system tension, the stent delivery was continued until the distal end of the stent was delivered to the distal portion of the straight m1 segment. After confirming an ideal position, stent deployment was initiated. After 7¿8 mm of the distal end of the stent was deployed, normal opening was not observed, and bending deformation of the distal stent metal wire was observed simultaneously. Deployment was continued to 12 mm, but the stent still failed to open. The stent was retrieved and redeployment was attempted, but the attempt was unsuccessful. The operator considered that the stent might be damaged. The device was withdrawn from the body, and the stent was pushed out from the distal end of the microcatheter for inspection, which confirmed that the distal end of the stent was indeed damaged. The operator requested replacement of the stent and the microcatheter. Sub sequently, ped-475-35, ped-475-30, and a new microcatheter fg15150-0615-1s were used. Both stents were delivered and deployed successfully, and the procedure was successfully completed with two stents deployed in a bridging configuration. There was resistance (loc ked up) in the distal section of the catheter. The pipeline was used for an approved (on-label) indication. The catheter was flushed continuously with heparanized saline. The pipeline did not become stuck. The pushwire was not damaged. The device and any accessori es were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing implantation of a flow-diverting stent surgery for treatment of a saccular, unruptured aneurysm located at the communicating segment of the right internal carotid artery with a max diameter of 14 mm and a 11 mm neck diameter. The access vessel was the right femoral artery with a diameter of 7 mm. The landing zone was 3.7 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was contrast agent retention within the aneurysm sac, with normal blood flow in the parent artery and major branches.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232430062); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.